Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. Console logs from the reported day of event are consistent with complaint and show 300+ impella position unknown warnings (#35 due to suction and #33 due to low pulpability. There¿s also one isolated occurrence of momentary loss of optical data (event 1045), which promptly self resolved. Ltlog and rtlog data show periods of erratic placement signal, however, without any decrease in snr. Investigation 24-39923-1 addresses any possible relation to the pump or device use. It is undetermined whether low optical power contributed to placement signal changes. Prior to the investigation, console ic9457 arrived for pm procedure, where its optical bench was replaced due to optical power out-of-spec. After successfully passing all pm testing, console was sent back to the customer. The cause of the issue was not determined since issue was not reproduced. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B5 updated to include optical signal description. H6 updated. D10 concomitant medical products and therapy dates updated.

Event description:
During investigation of 5.5, the engineer noted as the pressure shifts, the signal-to-noise ratio lowers drastically, which could indicate an optical bench with localized defect on charge-coupled device array on the automated impella controller (aic) and requested that it be returned for further evaluation.

Manufacturer narrative:
The automated impella controller device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a patient with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support and as a bridge to transplant. Orthotopic heart transplant or left ventricular assist device was to be decided. Seven days after start of the support, inconsistent changes in waveforms not relating to monitor aortic pressure were noted. The diastolic flows significantly decreased intermittently. The physician followed up with biomedical. The automated impella controller (aic) displayed the impella position unknown warning when issue occurred. It was recommended the physician complete an echocardiogram when issue occurs to see where the pump is positioned. The impella 5.5 device remains implanted supporting the patient until the bridge to transplant. Abiomed's investigation engineer has now requested the return of the aic to further investigate if this issue could have been a result of the aic. There is speculation of a defect on the charge-coupled device array.